Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic broke during loading. The surgeon did not notice the damaged haptic until the lens was inserted in the left eye. The lens was removed from the eye; the incision was enlarged to remove the lens. The same model lens and diopter was used as a replacement. Sutures were used as part of standard protocol. The current patient prognosis is good.

Manufacturer narrative:
The device was returned for analysis. Visual inspection found that both the haptics are bent. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. The event information received indicates that an amo silver inserter was used to deliver the li61se lens during the procedure. The amo silver is not a validated inserter for this lens, and is not the recommended inserter per the li61se directions for use (dfu). Based on this information it is likely that user error contributed to the reported event.